Event description:
It was reported that the pump experienced a malfunction, with an occurrence noted to have happened at least three times previously. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode before returning it to tandem and has acknowledged the instructions. Tandem technical support confirmed the shipping address and provided a pre-paid label for returning the problematic pump. A replacement pump was sent to the customer while they continue using their current pump as backup therapy.